Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the specialty foleys product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was on the device s/n (B)(4), the temperature reading was erratic, the device alarmed suboptimal flow rate, and the device stopped. A foley probe was in use. Per troubleshooting, it was explained to the nurse that alarms for erratic temperature readings means there is an issue with the temperature cable or the temperature probe. The event log was checked. There were no alarms for suboptimal flow rate. The nurse advised that the device stopped. She was advised to switch the temperature cable and if the issue was not resolved to then switch the temperature probe. The helpline followed up with the nurse who stated that they were not getting any additional alerts and they did not have an additional temperature cable. The nurse stated they would switch the probe. Per additional information received, the patient was able to complete therapy on the device. The clinical manager stated they ordered a new temperature probe and they would switch it out when it arrived.